Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not reveal any non-conformities. The device was tested underwater and a leak was noticed from a small slit under the y-connector. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard IV solution administration set was full of air and the product had leaked. This occurred during use. There was patient involvement, however there was no adverse event related to this event. Additional information was requested and is not available.